Event description:
It was reported that the guidewire tip fractured. A v-18 control wire was selected for use in a procedure to treat a heavily calcified arterial occlusion below-the-knee. During the procedure, the tip of the wire fractured. The physician was able to retrieve the broken part with a snare. The procedure was completed with this device. There were no patient complications as a result of the event.

Manufacturer narrative:
Additional event and product details were not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.